Event description:
It was reported that the numbers on customer's insulin pump are scrolling on their own. Customer replaced the battery, but the numbers kept scrolling. The up arrow seems to be stuck. The device now says button error. The device was not dropped, but exposed to customer's normal perspiration. Customer is currently playing in a volleyball tournament. Customer's blood glucose was 10.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.